Event description:
Event description boston scientific received information that this ventricular lead was exhibiting loss of capture and impedance greater than 2000 ohms. A lead fracture was suspected and therefore, the lead was removed from service. A new lead was implanted without further incident.